Event description:
At about 11 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the all components to revision components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 october 2022. Lot 1906813: (B)(4)items manufactured and released on 27-sep-2019. Expiration date: 2024-08-28. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been sold without any similar reported event during the period of review. Additional components involved: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 2013137: (B)(4) items manufactured and released on 18-june-2021. Expiration date: 2026-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.12.0023r femoral component sphere cemented size 3+ r (k140826) lot. 2105299: (B)(4) items manufactured and released on 05-july-2021. Expiration date: 2026-06-01. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.